Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2019, w1dr01 ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac perforation from the right ventricular (rv) lead. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.